Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received, stating that the impactor was broken, with a crack through. This was noticed after washing the postcase. The item did not break in 2; just a small crack appeared at the end of the impactor. Therefore, it is no longer compliant with the hospital's sterilization standards.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a crack was found on the modular femoral impactor post-use and washing. There was no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). Clinician review downgrade from malfunction to not reportable event: coding pec was updated from "broken (2+ pieces) pieces: pre or post operatively/step unknown" to "visual : cracked" to better address the report of "a crack was found on modular femoral impactor post use and washing".